Event description:
A physician experienced early deployment of the wavemax stent within a pt's subclavian artery. The stent was retrieved. The procedure to place the stent has been rescheduled.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.